Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the touch pen on the programmer is about an inch off from where the selection is made. Troubleshooting steps included attempting calibration again and the part number for the touch pen was provided. If the issue does not resolve, then recommend returning the programmer for repair. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus could not be calibrated. It was indicated that the connection between the printed circuit board (pcb) and overlay required cleaning and reseating. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.